Event description:
Emergency rm personnel were attending to a pt, condition unk. External pacing was initiated and allegedly after electrical capture had been obtained the current intermittently dropped to 0ma with a pacing leads off message. The reporter stated there were no adverse effects to the pt as a result of the alleged malfunction.

Manufacturer narrative:
H6 physio-control examined the device and could not confirm or duplicate the reported malfunction of a loss of pacing current. A malfunction of the crt assembly, not related to the reported malfunction, was observed during test. The device will be returned to the customer for use pending customer approval of recommended repairs. Except as provided by 21 cfr 803.56, physio-control does not intend to submit additional information on this event to FDA.